Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery cap has been replaced and was still having an issue with batteries not lasting. Customer received a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now in less than 10 hours after low battery warning. Adv the pump will need to be replaced. Adv they may continue to wear pump until replacement arrives if they insert a new battery. Customer's blood glucose level was not reported. The device will be returned.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing. No battery cap received with device, unable to verify battery cap anomaly.